Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and the device would not proceed past the initial guidance to apply the pads to the patient. As a result, defibrillation therapy may have been unavailable, if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined it is unknown whether the device use contributed to the outcome of the patient.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and the device would not proceed past the initial guidance to apply the pads to the patient. As a result, defibrillation therapy may have been unavailable, if needed. The patient involved in the reported event is deceased.